Event description:
The doctor carried out a sacrolcpopexy procedure. A couple of months post operatively, pt returned complaining that the procedure had failed . When the doctor looked into this , she found that the pelvicol had torn in the middle.